Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and a cause for the reported difficult to remove from anatomy associated with clip becoming caught in chordae cannot be determined. The reported single gripper actuation issue, however, appears to be due to procedural conditions associated with the clip becoming caught in anatomy as the tissue was noted to be wrapped around the gripper. Unspecified tissue injury appears to be related to difficulty removing the clip from the anatomy and is therefore, related to procedural conditions. Unspecified tissue damage/injury is a known possible complication associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4-5. One clip was successfully implanted. To further reduce tr, an additional xtw was inserted and advanced into the right ventricle. However, the clip became caught in chordae. Troubleshooting was performed and the clip was removed from chordae. After repositioning, it was observed that one gripper was not functioning as intended. The clip was retracted back into the right atrium, where it was observed that tissue was wrapped around the gripper. The physician then decided to remove and replace the clip. One clip was then successfully implanted, reducing the tr to a grade of 1-2. No clinically significant delay in the procedure.